Event description:
A customer reported, that his precision xtra/optium blood glucose meter was "not reading correctly", and because of that issue, the paramedics were called and took him to the veterans hospital emergency room. He was reportedly diagnosed with severe hypoglycemia, where he received "shots" of an unk medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned his meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The low reading the customer received on his meter could not be found in the meter memory log on the date and time of the reported event. The meter memory log shows a reading of 104 mg/dl at 9:19 am and a reading of 34 mg/dl at 1:42 pm on the reported event date.